Event description:
It was reported that the device would not close down upon the tissue within its jaws during a diverticulitis resection. The device was removed from the abdomen and a dry firing was attempted, which was also reported to have failed. A second device was opened and the same reported problem occurred. The surgeon converted to an open procedure to complete the case. Both devices were discarded by the customer.